Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the light source had poor contact on the scope socket. The issue was found during reprocessing by the customer. There was no patient involvement.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Image was not present. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the reported issue was attributed to a deformed output connector. The cause of the deformed output connector was not established. Olympus will continue to monitor field performance for this device.